Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted.  It was reported the patient underwent revision surgery on (B)(6) 2009.  The surgeon noted ¿a recurrent hernia¿ and performed a lysis of adhesions.  It was reported the patient underwent revision surgery on (B)(6) 2009 where the surgeon encountered the previously placed mesh and noted that ¿a loop of small bowel had become entrapped with the mesh and portions of the mesh were excised and adhesions were taken down.¿  it was reported the surgeon further noted ¿mesh shrinkage in the regional of the previous mesh repair and it was clearly not covering the defect.¿  it was reported the patient underwent repair of a recurrent ventral hernia surgery on (B)(6) 2011 where the surgeon noted ¿previously placed mesh, as well as adhesions.  Small bowel and omentum returned to their normal anatomic position after lysis of adhesions.¿  it was reported the patient experienced severe pain, recurrence, adhesions, revision surgeries, lysis of adhesions, scarring, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.